Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent revision surgery to replace the lead due to out-of-range/high impedance failure. There was no report of patient harm or injury. The lead was removed, and a new lead was implanted without complications. Following the lead revision, the reactiv8 system was activated by programming the reactiv8 ipg to allow the patient to initiate bilateral stimulation. The lead assembly was received for analysis. Visual inspection observed a separation in the lead approximately 2 inches below the distal electrode #4, with rounded, fractured coils across all coils. Functional testing failed due to the separation of the lead and fractured coils. The alleged out-of-range was confirmed. A review of the post-initial implant imaging revealed improper implant technique.